Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported 1, 4 and 7 are inoperative, which was confirmed during evaluation. Evaluation observed and found the second column on the keypad from the setup key to the #7 keys did not function as intended/normally. The cause was determined to be a failing keypad. The keypad was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump's keypad buttons 1, 4 and 7 were inoperable. The problem occurred during testing at the biomed service department. There was no patient involvement. No additional information is available.